Manufacturer narrative:
Correction: device manufacturing date inadvertently left off initial MDR and now provided. Additional information: the medtronic representative reported that the cd had too much data to load. Once that was modified, the cd loaded with no issues.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site neuro coordinator reported that, while in a catheter based procedure, the navigation system became unresponsive when loading a patient exam. The system displayed that the exam was received but the prompt would stay for ten minutes. The cd drive was reported to have turned off and not spinning though the unit was initially working. The unstructured dvr was selected and the navigation system was restarted twice. The representative reported that the disc may have continued a lot of data. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.